Manufacturer narrative:
Bayer service performed a site visit and replaced the aioc (all in one computer) display. This returned the system to normal operation. Bayer product analysis received the suspect aioc display and the investigation is ongoing. A follow up report will be submitted once the investigation is completed.

Event description:
The following information was received from a bayer representative: a customer reported that smoke was observed coming from the display on a stellant w/certegra workstation. The customer powered down the unit for approximately an hour, then powered the system up and it presented to operate normally. There was no staff or patient injury.

Manufacturer narrative:
The initial MDR that was submitted on 07/25/2016 contained an incorrect device manufacture date. The correct device manufacture date is 11/25/2012.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned aioc (all-in-one) display. Visual examination found the hard drive connector and wiring to be in good overall condition. Further examination confirmed a centralized location of thermal degradation. Our investigation determined that a high current condition within the display module had occurred which caused material deformation and degradation. On august 3, 2016, bayer medical care distributed a field safety notice recalling affected certegra® workstation all-in-one computers (aioc) with part number 3030896 that are used in conjunction with the medrad® stellant® CT injection system.